Event description:
It was reported the patient presented to technical services with syncope and suspected asystole. The patient was brought into clinic and interrogation confirmed the ventricular leadless pacemaker (lp) exhibited increased capture threshold which resulted in loss of capture. Programming changes were implemented. The patient was in stable condition.